Manufacturer narrative:
Crease fold failure due to capsule contracture resulting in deflation of the outer lumen.

Event description:
Capsule contracture.

Event description:
Capsule contracture.

Manufacturer narrative:
The following updates were made to the report: date of this report, describe event or problem, contact office - name/address/phone number, type of report, if follow-up, what type, unchecked evaluation summary attached, event problem and evaluation codes, and additional narratives/data. Evaluation summary was removed as an attachment. Additional information was received from the explanting surgeon. The evaluation summary is as follows: new information received from surgeon revealed crease fold failure due to capsule contracture resulting in deflation of the outer lumen.

Event description:
Deflation from surgical instrument resulting in explantation.